Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The drive support cap is normal recessed. The insulin pump was received with cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm while attempting to rewind the insulin pump. Customer also requested assistance with programming their new insulin pump prior to the alarm occurring. Customer's blood glucose was 156 mg/dl. Troubleshooting found the customer's drive support cap appeared to be flush. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.